Event description:
It was reported that during the implant procedure, the right atrial lead could not be fixed into the right atrium. The lead also exhibited an insulation anomaly. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.